Event description:
Information received by medtronic indicated that the customer reported insulin pump was not working and also found the insulin pump was exposed to moisture. The customer also stated that the insulin pump wasn't pairing with the continuous glucose monitoring system and meter. Troubleshooting was partially performed but not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software). Unit passed the sleep current measurement, active current measurement, self test and displacement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was programmed with test transmitter link (guide link). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. Pump was connected to a test meter, accu-check guide link, and was able to connect. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assembly. Per visual inspection, moisture damage noted on electronic assembly. Isolate to electronic assembly. Unit was received with scratched case. In conclusion, customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Moisture damage noted on electronic assembly during visual inspection. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.